Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and the impedance trend on the rv (right ventricular) pacing lead was decreasing. It was noted right ventricular capture management trend data showed maximum threshold measurement of 1.75v up to greater than 2.5v from (B)(6) 2014 and the rv pace impedance trend showed steady decrease from an average of 713 ohms in (B)(6) 2014 down to 402 ohms in (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and high threshold measurements. The rv lead was replaced. No patient complications have been reported as a result of this event.